Event description:
It was reported that a malfunction occurred multiple times on the customer's pump, identified as malf 12. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Tandem technical support advised the customer to switch to mdi for insulin delivery and confirmed the shipping of a replacement pump with updated software. The customer was instructed to place the malfunctioning pump into storage mode and return it via ups within 10 days using a provided return box and pre-paid label.